Event description:
A 62 yr old wg2p2 female status post bilateral "sq" mastectomies for "fcd" (family history negative breast cancer positive for one "pgm" with mastectomies for fibrocystic disease) biopsies x2 '65 & '71) in '74. Bilateral mcghan gel reconstructus (? Size) in 11/80. Slow decreasing size on right times yrs. With development of a crease on the breast. Symmetry left changing (cannot specify how) painful & burning. History of trauma to right chest 1 yr ago & fall. Complaining of systemic 5 times-progressive arthralgias (+ am stiffness), myalgias, parathesias, spasms, swelling, fatigue, sleep disturbance, adenopathy, sore throats, low grade fevers, night sweats. Visual problems, dizziness, memory loss, dry mucous membranes, hair loss, oral sores, rashes, sensitivity sun/cold/chem, decreasing sub/cp, costocbundutis, cholesterol, weight gain, gu disturbances & easy bruising. Otherwise healthy.